Event description:
Patient reported a loose charging connection on their device. There was no adverse impact to the customer¿s blood glucose level. The patient declined assistance from the support team.